Manufacturer narrative:
No pt info available as no pt was present in this concern. Per RMA, a replacement isolation transformer was sent to site for replacement and resolved issue. Per evaluation of returned part, when the isolation transformer was connected to ac, the transformer output measured 123vac. No problem found.

Event description:
Medtronic rep reported the treon system is tripping the breakers. They tried various outlets in 2 operating rooms and continued with the same issue. This event did not occur during surgery and no pt was present.